Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (1.56v). The cause for the failure was the depleted cells.. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) would not power on a monitor.